Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high voltage lead impedance issue was observed on the device. Patient was asymptomatic. The sensing values were stable. There was noise visible however it was external and unrelated to the device. It was suspected that there was loose set screw due to the recent implant of the device and due to the high lead impedance issue. No further information available.

Event description:
New information received on (B)(6) 2018 states that during a pre-operation check for an unrelated, non-cardiac procedure, upon review of the session records, non-sustained rv oversensing issue was observed showing low amplitude ringing signal during device measurements. There were no noise reversions and was not due to lead noise issue. Patient is not dependent and no symptoms were reported. A pocket manipulation test was performed and no noise was reproduced. Physician opted to continue monitoring the patient.